Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the common iliac artery. A 9.0x39 mm omnilink peripheral stent was implanted in the target lesion; however, after balloon deflation, the stent delivery system was unable to be pulled through a 6fr non-abbott sheath. The devices were removed together as a single unit from the patient anatomy. A new unknown sheath was used to successfully complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported difficulty to remove was confirmed. The investigation determined that the reported difficulties were likely due to case circumstances. It is likely that the balloon profile became compromised after the inflation and stent deployment resulting in the difficulty retracting the balloon back into the introducer sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed on other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the right common femoral artery had no calcification visible. The balloon of the 9.0x39 mm omnilink peripheral stent system was fully deflated upon removal from the patient anatomy. There was a 10 minute delay in the procedure; however, no adverse patient effects were observed. No additional information was provided.